Event description:
It was reported that the patient developed an infection. The system was removed. Patient was treated with antibiotics.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.